Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a thoracic vent. The biopsied lesion was 27mm in size and located in the right upper lobe. Radial ebus was utilized to localize the lesion. Instruments utilized during biopsy included a 23g flexision needle and compatible forceps. The physician believed the cause of the pneumothorax was the excursion of the catheter into the thoracic space. The patient was reportedly asymptomatic and the initial size of the pneumothorax was moderate in size, so a small bore thoracic vent was placed to resolve the pneumothorax. The patient was discharged home in stable condition. The diagnosis obtained from pathology was non-diagnostic. Per the physician, no malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.